Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A clinical pharmacist reported that a system message was displayed during a procedure indicating a flow check failure. No patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no 30kt mini-flared ab phaco tip was returned for a machine system message displayed. For this complaint file, the final customer lot was identified. For this final lot, one phaco tip lot was used to make up the final custom pak lot. A device history record review for the phaco tip lot was conducted. According to the device history record review, the lot had no abnormalities. The lot was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Event description:
Additional information provided by the pharmacist indicated that a replacement of the cassette was done. Surgery lasted normally. No patient impact. No further information is expected.